Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery (lad). Although miscellaneous guide wires were able to cross the lesion, difficulty was experienced crossing the lesion with a non-abbott catheter and a corsair microcatheter; however, eventually, a non-abbott catheter was able to cross. After deployment of a non-abbott stent in the mid left anterior descending artery, a perforation was observed for which the graftmaster stent was to be used for treatment; however, the graftmaster stent failed to cross for treatment. The patient was treated with non-abbott stents and balloon angioplasty; however, due to complications from the perforation the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that death is listed in the otw graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Although a conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.